Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: needle is blocked -not able to inject , multiple needles were blocked box of same lot pulled and held. Four samples available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-dec-2022. It was reported the needles were blocked and not able to inject. To aid in the investigation, three samples were received for evaluation by our quality team. Two samples came in sealed packaging blisters and one sample in an opened packaging blister. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All three samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305916, lot number 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: needle is blocked -not able to inject , multiple needles were blocked box of same lot pulled and held. Four samples available.